Manufacturer narrative:
Continued e1 phone number : (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Seroma-late and capsular contracture baker grade IV.

Event description:
Healthcare professional reported "peri-capsule liquid" and "intracapsular rupture." Later healthcare professional reported capsular contracture baker grade IV and intra capsular hematoma. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5, b6, b7, g2, h6.

Event description:
Healthcare professional reported right side "peri-capsule liquid", rupture, capsular contracture baker grade IV (with pain) and intra capsular hematoma. Patient reported enlargement or swelling of the lymph nodes (infection). This increase or swelling was related to the accumulation of fluids in the right breast, compatible with the presence of silicone (leaking) in the breast. Silicone was noted to be found in the lymph nodes. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: ¿ rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma-late: unable to observe. ¿ hematoma: unable to observe. ¿ capsular contracture¿ unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues.

Event description:
Healthcare professional reported "peri-capsule liquid" and "intracapsular rupture." Later healthcare professional reported capsular contracture baker grade IV and intra capsular hematoma. Device has been explanted. This relates to the right side.